Event description:
A customer contacted beckman coulter inc., (bec) regarding a falsely low platelet (plt) result for a patient specimen without instrument generated flags where plt clumps were seen on the manual smear. The sample was tested on the unicel dxh 800 coulter cellular analysis system. The erroneous result was not reported out of the lab. The patient was redrawn in a second tube and the specimen was rerun on the same dxh 800 instrument. The rerun specimen recovered higher plt result. No manual plt count was performed on the 2nd sample. There was no death, injury, or an effect to patient treatment.

Manufacturer narrative:
Specimen collection and storage information were not provided. The unit is currently performing within qc specification with respect to controls and reproducibility. Qc was run before and after the event; all results were acceptable. Per raw data analysis, the debris population indicates that there is not a significant interference present in the data plot. As a result, the algorithm does not trigger a plt clump flag. Per bci labeling, giant plts, plt clumps, white cell fragments, electronic noise, very small red cells, red cell fragments are interfering substances for plt. Bec recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. Service was not dispatched for this event. Root cause is unknown; however, plt clumps were seen on the manual smears. Plt clumps are a known interfering substance for plt.